Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention (hrpci) with mechanical circulatory support using an impella cp device developed access site bleeding and hemolysis complications requiring bedside device explantation. The patient, with a history of coronary artery disease, presented with an acute st-elevation myocardial infarction (stemi) and underwent hrpci supported by an impella cp device. During support, the patient developed bleeding at the impella access site, resulting in saturation of multiple dressings and requiring transfusion of two units of packed red blood cells. At the time of impella explantation, pink-tinged urine was observed, raising concern for possible hemolysis. The patient survived the explant procedure and was reported to be in stable condition following the event.

Manufacturer narrative:
The investigation has been completed. Access site bleeding - major: clinical mentioned bleeding occurred overnight and hemostasis achieved by removing pump. Not enough detail was provided to confirm root cause of bleeding onset. The root cause of the access site bleeding - major was not determined as not enough information related to failure was provided. Hemolysis: the returned product was visually inspected and there was no biomaterial observed. A few spots of blood were found in the delo joint between cannula and cage. The pump was hemolysis tested and failed with an mih value greater than 20. The pump was torn down and no impeller abnormalities were observed. The data logs show no motor current spikes or position related alarms. There were suction alarms which occurred when p-level was reduced probably weaning but not during complaint period. The root cause of the hemolysis issue was unable to be definitively determined based on returned product and log analysis. Limited clinical information was provided h3: added information regarding the investigation status. H6: added codes per the results of the investigation. H10: added the results of the investigation.